Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels as high as 17 mmol/l. It was stated that the cannula was bent. Found that the customer changes the infusion sets every five to six days. Troubleshooting was performed, and the insulin pump alarmed motor error during a bolus attempt. The insulin pump passed the displacement test. It was also stated that the insulin pump had a crack on the display. Nothing further was reported.